Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 05/31/2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and the universal serial bus (usb) was observed to be disconnected from the printed circuit board and has damaged usb pins. Due to the conditional of the device, the reported event of no audio output could not be confirmed. A root cause could not be determined.